Manufacturer narrative:
Occupation: lab manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, at the beginning of a procedure involving the posterior tibial trunk via posterior tibial access, the distal tip of a cxi support catheter separated inside the patient. An unspecified cook pedal access kit and another manufacturer's 0.014-inch wire were also used during the procedure. The hydrophilic coating was activated. Resistance was encountered upon insertion of the device due to severely calcified anatomy. A power injector was not used. The separated portion of the catheter was removed over the wire guide and another cxi catheter was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, at the beginning of a procedure involving the posterior tibial trunk via posterior tibial access, the distal tip of a cxi support catheter separated inside the patient. An unspecified cook pedal access kit and another manufacturer's 0.014-inch wire were also used during the procedure. The hydrophilic coating was activated. Resistance was encountered upon insertion of the device due to severely calcified anatomy. A power injector was not used. The separated portion of the catheter was removed over the wire guide and another cxi catheter was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), drawing, dimensional verification, the instructions for use, and quality control data. The complainant returned one cxi support catheter, one wire guide wire, and one dilator for investigation. Physical examination of the returned devices revealed that the tip of the cxi was separated on the wire and the wire was still in a dilator. There appeared to have been a clean break. Cook reviewed the DHR. The DHR records two relevant nonconformances; all nonconforming products from both affected subassembly lots were scrapped, and the lots are inspected 100%. A database search for complaints reported on the complaint lot revealed no additional complaints at this time. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "upon removal from package, inspect the product to ensure no damage has occurred." Cook concluded that a manufacturing deficiency was the primary cause of this incident. It was also stated that the lesion was severely calcified and the user experienced resistance during advancement/removal, so it is also likely that patient anatomy also contributed to this failure. Field action was assessed for the tip failure, and no action was warranted, as there is no increase in occurrence. The applicable personnel have been notified to prevent this failure from occurring again in the future. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.